Event description:
It was reported that the preloaded intraocular lens (iol) was implanted into patient's left eye and removed during the same procedure due to the wrong diopter. There was no product issue. The issue was observed after the insertion of the lens. There were no there any patient issues. There was no visual impact - symptoms. There were no symptoms significantly interfering with daily activities. The re was no medical/surgical intervention required. The patient is doing fine. No other information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: upon further review per additional information received, the removal and replacement was reassessed as not reportable as the account reported 'use error' and no allegation against the original jnj device. Based on the additional information received, initial MDR code provided in section h6 - medical device problem code 1535 indicated for incorrect lens power is no longer applicable. The correct code is 1670 to cover use error. Therefore, this filing is to state that this event is no longer reportable per new information received and no further information will be submitted under MFR report number 3012236936-2024-00410. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.